Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A delaminated endotracheal tube will have its internal diameter narrowed by this problem. This may lead to a compromise in patient ventilation and it may result in a bronchoscope or a suction catheter getting stuck in the device on attempt to insert any of these. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was received as follows: "we took 10 pc from our distribution center and checked them for delamination. There were 3 delaminated tubes found out of 10 pc. We keep 1 each of delaminate tube and good tube for us. Thus, we send 2 delaminated and 6 goods tubes, total 8 tubes to unomedical."